Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient reported hearing tones emitted from the device. The patient went to the emergency room, where the device was reportedly found to have declared elective replacement indicator (eri). Several weeks earlier, the device was exhibiting a monitoring voltage of 2.59 v, with a charge time of 15.1 seconds. A nurse questioned why the device went to eri so, quickly since the last device check. No adverse patient effects have been reported as a result of these observations.

Manufacturer narrative:
An attempt has been made to gather additional information about this event. Current records suggest that this device remains implanted and in service at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Subsequently, this device was explanted due to an elective upgrade procedure, and returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The battery status was mol2, with a battery voltage of 2.59 v. An engineering level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Additional information indicates that the device was not checked when the patient was in the emergency room, and that a subsequent interrogation did not show any signs of the device declaring eri. The device's current battery status is 2.59 v with a charge time of 16.1 seconds, and the interrogation found nothing stored in device memory that would cause the device to emit beep tones. Available information suggests that the following clinic will be sending in a device memory disk for analysis. This event will be updated if any additional information becomes available.